Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) revision surgery as the patient experienced pain, soreness of glans and erosion. It was noted that the left cylinder had pressure at the glans resulting in the cylinder eroding through the glans of penis. The physician removed the left cylinder and plugged the tubing to the pump in anticipation of reimplanting the left cylinder at a later date. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, soreness of glans and erosion. It was noted that pressure from the left cylinder on the glans of the penis resulted in the cylinder eroding through the glans. The left cylinder was explanted, and a plug was placed in the tubing to the pump in anticipation of reimplanting a left cylinder at a later date. No further patient complications were reported.